Event description:
It was reported to philips that the device's image storage disk was filling up quickly, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the image storage was filled before expected. Upon troubleshooting, to resolve the issue fse recreated image in frontal stand and cleaned patient database disk and study images. After which the system operations were verified. After the repairs, the system returned to use in good working order. At the time this case was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the case was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure completed as planned by the user as he transferred studies and images to the pacs and deleted studies as per the instruction provided in the IFU. There was no malfunction of philips system. Based on the evaluation philips has concluded this case as not reportable. The codes were updated based on the investigation outcome.